Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that the advance 14 lp low profile balloon catheter could not be inflated, and the device was found to be occluded by an unknown substance. There were no injuries or additional procedures reported.